Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the unit was inconsistent with water dispersement. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the unit was inconsistent with water dispersement. During the evaluation the manufacturer observed from an external and internal inspection: dust-like contamination at the air inlet of the blower box. Dust-like contamination was on top of the blower motor and blower box. Black contamination, consistent with keratin, at the air outlet of the blower box. Manufacturer used a fitt (foam integrity test tool) and the associated procedure was able to confirm the presence of degraded sound abatement foam on both sides of the blower box. Manufacturer was not able to confirm the complaint or address the symptoms specified. Evidence of sound abatement foam degradation/breakdown was observed in this device. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box d: product UDI, device available for eval?: date returned to mfg has been updated. In box e: reporter phone, reporter email has been updated. In box g: date received by mfg has been updated. In box h: device available for eval? Has been updated. In box h6: (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.